Event description:
It was reported that the patient experienced an urgent low glucose event, with a measured glucose of 43 mg/dl after a usual breakfast announcement and a subsequent walk of approximately 45 minutes, and the cause of the hypoglycemia was unclear. Symptoms included hypoglycemia. Outcomes included the need for urgent intervention and disruption of daily activities. The patient treated the low with oral glucose, including glucose tablets, blueberries, and a small amount of cola. Investigation included complaint intake and troubleshooting with patient education. Investigation of this case revealed no device malfunction reported or confirmed and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.